Manufacturer narrative:
Follow up (B)(6) 2016: customer reported that altitude alarm has cleared. Recommendation by tandem technical support was made to call back if alarm occurred again and to discuss replacement of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms while in flight and a temporary delay in clearing alarm. Customer reported elevated blood glucose (bg) levels up to 270 (mg/dl) that were addressed by resuming pump therapy and administering manual injections. It was also reported that the customer experienced a low bg level of 61 (mg/dl) that customer believed to be the result of programming for more carbs than ingested. Customer treated low bg level by consuming carbohydrates. Customer indicated that insulin injections are available for back up therapy.